Event description:
I have used two of the recalled philips respironics devices for over 10 years. During that time I became copd and reduced lung function not understand why. I would wake up coughing using phillips respironics recalled devices. I was put on inhalers and oxygen as needed during the use of the recalled products over the past 10 years as my health deteriorated. This test was requested by my doctor in response to the philips respironics recall to determine any damage. Prior to this my chest was xrayed prior to use of the recalled devices and had no masses. I can show both before and after use of the devices xrays and CT scans. FDA safety report ID# (B)(4).